Event description:
Davinci pro-grasp inserted in to robotic arm; procedure started. As surgeon began dissecting with prograsp; surgeon noticed frayed wires on the hinge joint of the pro-grasp instrument. Instrument removed from robotic arm and sterile field. New prograsp instrument opened to sterile field. Service coordinator paged and notified of defective instrument.